Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. There was no malfunctioning of system on 06 oct 2025, this complaint was created in error solely for quoting purposes which has been later cancelled. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. A scenario where the allura system has not malfunctioned is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.